Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy, inflation issue, and difficult to position/guide wire resistance could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for failure to deploy, inflation issue, and difficult to position/guide wire resistance reported from this lot. The reported patient effect of occlusion, as listed in the instructions for use (IFU), is a known patient effect that may be associated with the use of a coronary implant in native coronary arteries. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed, is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The lesion was prepared well with pre-dilatation at 12 atmospheres (atm). There was difficulty advancing the 3.0 x 18 mm device on the guide wire; however, it was able to cross the lesion. After deployment of the implant, no reflow occurred and it was noted that the implant had not deployed. Atropin and adrenalin were given to the patient. Two drug eluting stents were deployed to complete the procedure. No additional information was provided.

Event description:
The following additional information was received: the reported resistance encountered was with a balance middleweight (bmw) guide wire. The same guide wire was used without issue to complete the procedure. The medication given to the patient was due to bradycardia. There was a good final patient outcome. No additional information was provided.